Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 29g x 12.7mm bd pen needle and cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the pen ii mylan 3.0ml wouldn't "go down at all" during the injection and failed to deliver the medication dosage. The following information was provided by the initial reporter: "patient¿s wife states that current pen pac is not expressing med (feels as if it is ¿slipping a cog¿). Patient has tried multiple needles and ¿throwing it across the room.¿ the pen worked sometimes, and sometimes she could hear it "slip a gear or won't go down at all" once it was being injected. This occurred three to four times a week and had happened with every pen she had received in the past couple of months."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ii mylan 3.0ml wouldn't "go down at all" during the injection and failed to deliver the medication dosage. The following information was provided by the initial reporter: "patient¿s wife states that current pen pac is not expressing med (feels as if it is ¿slipping a cog¿). Patient has tried multiple needles and ¿throwing it across the room.¿ the pen worked sometimes, and sometimes she could hear it "slip a gear or won't go down at all" once it was being injected. This occurred three to four times a week and had happened with every pen she had received in the past couple of months."